Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in serious injury to the patient. Additionally the IFU states, adverse events that may occur and / or require intervention include, but are not limited to: embolization (micro or macro) with transient or permanent ischemia.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a thoracic aortic aneurysm using both a valiant stent graft manufactured by medtronic and a conformable gore® tag® thoracic endoprosthesis. Calcification was revealed in both the external iliac arteries. However, it was slightly less in the right external iliac artery. Therefore, the devices were inserted from the right common femoral artery. Slight resistance was felt when a gore® dryseal sheath with hydrophilic coating (dsl22228j/14255569) was advanced over the guide wire. The conformable gore® tag® thoracic endoprosthesis was placed just above the celiac artery. Then the valiant stent graft was placed in the proximal site of the conformable gore® tag® thoracic endoprosthesis. A procedural angiography revealed, the right internal iliac artery had become occluded. No other adverse events were reported. The procedure was completed without any treatment for the right internal iliac artery occlusion. The patient tolerated the procedure. The physician reportedly stated, that plaque shifting may have caused the right internal iliac artery occlusion during the insertion of the sheath or the valiant stent graft delivery system. It was reported the right external iliac artery was slightly thin (approximately 7 mm) and intramural thrombus had been observed in the right common iliac artery. The physician thinks the conformable gore® tag® thoracic endoprosthesis would not contribute to this issue since the gore® dryseal sheath with hydrophilic coating had been placed around the superior mesenteric artery when the delivery system of the conformable gore® tag® thoracic endoprosthesis was inserted.